Event description:
It was reported that the instrument could not be used for extraction. The screw could not be screwed into the thread, so the surgery had to be canceled after patient was anesthetized.

Manufacturer narrative:
Correction: common device name. Additional info: PMA/510k.

Manufacturer narrative:
Results of investigation: it was reported that a promos release clamp could not be used for extraction as the screw could not be screwed into the thread. Backup instruments were available to complete the extraction and no further patient affection was reported. No part were available for inspection. No other complaints have been reported for this batch of devices and no deviation within the manufacturing process has been identified. All medical documents and images provided as of this date have been reviewed and do not contribute to the clinical investigation. Based on the available information, no thorough investigation can be performed and the root cause of the reported issue remains undetermined. No further actions have been initiated. If additional information is communication this investigation will be reopened.